Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2019, the patient was implanted with an adjustable pressure shunt due to meningiomas. On (B)(6) 2020, the patient had symptoms of hemiplegia. The family of the patient then took the patient to the hospital for treatment, and the doctor arranged for the patient to be hospitalized. On (B)(6) 2020, the family of the patient went to another hospital to consult with the surgeon, and the surgeon indicated they could not go to the patient's hospital for pressure regulation. It was recommended to the family that the patient's pressure level needed to be adjusted to 1.5. Currently, the patient was hospitalized and in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pressure adjustment had been completed. The patient was comatose due to stroke and other diseases, and it was not the problem of the shunt. The pressure adjustment was to determine whether the gear changed after MRI examination. At present, the patient was half - conscious.